Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was undergoing a surgical procedure and a lead integrity alert (lia) triggered due to oversensing of the cautery signal and the patient was inappropriately shocked. The implantable cardioverter defibrillator (ICD) was not programmed off prior to the procedure and it is unknown if a magnet was being used. The ICD remains in use. No further patient complications have been reported as a result of this event.